Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had a break in the catheter that was found last (B)(6) (2016). The hcp did not know if the catheter was fixed and had no further information. The hcp was calling for MRI compatibility guideline and was wondering if the same guidelines would still apply if the patient had a catheter that was broken. There were no reported symptoms.